Manufacturer narrative:
The device in question was returned to manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the scope has blurry image. No harm or injury to patient reported. No negative impact in state of health reported.

Manufacturer narrative:
Correction in section g4 correct -510k was added k935279. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, " the scope has blurry image ", could not be confirmed. The examination did not reveal any negative image in relation to the customer's specifications. The image is clear and sharply defined and shows very good depth of field. When focusing on the individual rod lens sections, isolated foreign particles are visible in the blurred area of the optics, but these have no negative impact on the imaging. Furthermore, an impact mark at the distal end and chemical damage to the distal solder seam can be seen. The foreign particles detected may have been introduced into the system during the production of the optics, but as mentioned above, they have no negative impact on imaging. The chemical damage detected and the mechanical damage at the distal end are attributable to clinical reprocessing or clinical use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).